Event description:
Clinical study. It was reported that 176 weeks after a coronary artery drug-eluting stenting treatment procedure the pt had a target vessel re-intervention (tvr). The index procedure treated one 24mm long target lesion located in the mid left anterior descending artery (lad) with 80% stenosis and a 2.5mm reference vessel diameter. Treatment consisted of pre-dilatation and placement of a 2.5x24mm taxus express2 drug-eluting stent, reducing the stenosis to 0%. The pt was discharged 1 day post-index procedure on protocol doses of aspirin and plavix. The pt returned to the study site 176 weeks post-index procedure for an outpatient cardiac catheterization following a positive stress test which revealed anterolateral and possible inferior myocardial ischemia. Pt also complained of recurrent angina. Core lab qca report of the target lesion, mid lad, noted 49.70% stenosis in projection 1 and 45.26% stenosis in projection 2. The proximal and mid lad were treated with 2 cypher stents, reducing the stenoses to 0%. The pt was discharged 1 day post tvr on aspirin and plavix. The physician indicated a possible relationship of the tvr to the study stent; a possible relationship of the tvr to the index procedure and a probable relationship of the tvr to the pt's prior co-morbid condition.

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.